Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned to manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off by itself. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio has made multiple attempts to contact the customer including written correspondence , regarding the status of their device but has not been successful at receiving a response. It is unknown if the customer will be replacing/repairing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.